Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least eleven applications were performed with a non-returned balloon catheter afapro28 with lot number 58649 without any issue on the date of the event. Clinical issues (hypotension and pericardial effusion) occurred during the procedure. In conclusion, the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. A pericardial effusion was discovered. The case was aborted while the patient was under general anesthesia. The effusion was drained and the patient recovered. No further patient complications have been reported as a result of this event.